Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).

Event description:
It has been reported that the patient received a durom acetabular component 54/48 code n on (B)(6) 2007 and underwent revision surgery on (B)(6) 2013, due to pain and osteolysis.